Event description:
It was reported the ebf01 was used during an unknown procedure. It was reported there was a cauterization failure. This happened with three devices. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.48878. Ees #.980519/everest. Device-b. D5,6; h4: information not available, device not returned for analysis.